Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert had triggered a couple of times on the right ventricular (rv) lead due to elevated sic (sensing integrity counter), lead impedance, and high rate non-sustained tachycardia episodes. Lead impedance warnings were also triggered. The rv lead also has sporadic oversensing and low pacing impedance. An x-ray was taken and revealed a lead coil abnormality. The x-ray showed the svc (superior vena cava) coil pulled back all the way underneath the clavicle with no slack in the lead. Subclavian crush is suspected. Detections for the rv lead were programmed off until the patient¿s lead revision procedure. At the rv lead revision procedure, the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.